Event description:
This male pt with dialysis treatment underwent (pci) percutaneous coronary intervention of a lesion in the proximal left anterior descending artery. The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. It was unk if pre-dilation was conducted. While positioning the cypher (complaint product 3.5x13mm) at the target lesion, the physician felt the (sds) stent delivery system became stuck with something. The physician withdrew the cypher out of the patient, and then confirmed that the stent proximal end was flared. Therefore, another cypher (3.5x18mm) was implanted, and the procedure was successfully finished. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician's comment: "there was no excessive force added while removing the cypher inside the vessel or the catheter." No add'l info was available.

Manufacturer narrative:
The device is available for eval and testing. However, the eval has not been completed. Add'l info will be submitted within 30 days upon receipt. This device is not distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us.